Event description:
Initial reporter indicated that her handheld computer containing 7.1 programming software was frozen on the successful interrogation screen. A soft reset was performed which resolved the problem and handheld computer worked properly. The product was not returned to the manufacturer. This is a known event with the 7.1 programming software.